Manufacturer narrative:
Tungsten carbide, the material used in the tip, is sensitive to outer violence, particularly when the material of the same type comes into contact with the tip. The customer's returned tip was examined by the manufacturer with a light microscope and also with a scanning electron microscope. The material in the tip met manuafacturer specifications. The ruptured surface gives no information about any contaminations or stress concentrations in the material that could have initiated a rupture. No distortions where the rupture could have started were visible. The tip was also analyzed using energy dispersic spektrometer method for failure analysis. This method also failed to produce conclusions for the rupture. A letter was sent to the customer site recommending that the screws be visually inspected prior to use and that they be treated delicately.

Event description:
On july 29, 1997, a pt underwent treatment with the leksell gamma knife for trigeminal neuralgia. Upon removal and examination of the quick fixation screws ( a component of the leksell stereotactic system used with the leksell gamma knife), it was noted that the tip of one of the pins was missing. A skull x-ray disclosed a fragment of the tip in the right frontal pin site. The area was anesthetized with local anesthesia, the opening enlarged somewhat, and the surgeon was able to identify and remove the foreign material. The pt is aware of the situation, and has been discharged without any further incident.